Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a seizure. It was reported that the right atrial (ra) lead exhibited oversensing due to potential electromagnetic interference. It was also reported that the right ventricular (rv) lead exhibited oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.